Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) and high platelets (plt) results on two different patients. The results were reported out of the lab. After reviewing the patients' rerun results from a different instrument, the operator noticed discrepant results. The lab sent out corrected reports before patient treatment could be affected. No change to patient treatment was associated with this event.

Manufacturer narrative:
The specimens were collected in 5cc vacutainer tubes and sampled within 2 hour of collection. Qc was ran before and after the event. The instrument is currently within qc specifications. A field service engineer (fse) was dispatched: the fse cleaned the blood sample valve (bsv) which had salt buildup on the back shaft. The fse adjusted the hgb voltage and the low vacuum. The fse flushed the wbc/rbc aperture and then verified the instrument's operation. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.